Event description:
It was reported that during a urinary organ procedure, one side of the staple line was not stapled. The distal part of the other side had malformed staples. They were open shape. Completed by additional suture. No pt consequence.